Manufacturer narrative:
Returned product consisted of an express sd balloon catheter stent. Visual examination revealed that the stent is deformed. The balloon catheter/delivery system did not return for analysis. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent is no longer on the balloon.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the mildly tortuous renal artery. A 6.0mmx18mmx150cm express sd renal/biliary stent was advanced for treatment. However, during the procedure, the stent got detached and slid on the delivery system. The stent was pulled out from the patient, and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the mildly tortuous renal artery. A 6.0mmx18mmx150cm express sd renal/biliary stent was advanced for treatment. However, during the procedure, the stent got detached and slid on the delivery system. The stent was pulled out from the patient, and the procedure was completed with another of same device. No patient complications were reported.